Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when deflating the foley catheter balloon, 5mls of saline were able to be taken out of the balloon with a syringe. Unable to get any more saline out of the balloon after multiple attempts. Foley cut at the hub where the 5mls were removed from. This intervention provided a few drops of saline to come out. Syringe attached to the cut hub to pull out more saline. After multiple rounds of withdrawing a few drops of saline into the syringe, nursing was able to deflate the balloon fully and foley was then removed without trauma to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no material number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when deflating the foley catheter balloon, 5mls of saline were able to be taken out of the balloon with a syringe. Unable to get any more saline out of the balloon after multiple attempts. Foley cut at the hub where the 5mls were removed from. This intervention provided a few drops of saline to come out. Syringe attached to the cut hub to pull out more saline. After multiple rounds of withdrawing a few drops of saline into the syringe, nursing was able to deflate the balloon fully and foley was then removed without trauma to the patient.